Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of a careless procedure, bacterial peritonitis with culture positive for enterobacter, nausea and vomiting in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). This is one of multiple reports by same reporter. On an unreported date, the patient experienced a careless procedure. On (B)(6) 2009, the patient experienced bacterial peritonitis manifested by abdominal pain, nausea and vomiting. The severity of the bacterial peritonitis with culture positive for enterobacter was considered severe. It was unknown whether the patient received remedial therapy. On an unreported date, the bacterial peritonitis with culture positive for enterobacter resolved. It was not reported whether the events of nausea or vomiting had resolved, or whether the patient was retrained in aseptic procedure. It was not reported if dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing. The physician considered the event of bacterial peritonitis with culture positive for enterobacter to be unrelated to dianeal pd4 unknown bag and extraneal viaflex therapies, and did not provide a statement of causality for the events of careless procedure, nausea and vomiting. The physician reported that the root cause of the bacterial peritonitis was due to a careless procedure.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.